Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was opened during a banding procedure in the rectum performed on (B)(6) 2014. According to the complainant, during preparation, it was noticed that the bands were dry-rotted when it was taken out of the packaging. A different device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Reported event of bands dry-rotted. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.